Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient dropped a wrench on their device implant area, and shortly thereafter the patient alert sounded. It was determined that the right ventricular (rv) lead had been crushed, resulting in a fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.